Manufacturer narrative:
Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump failed to download history files and traces using thump due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor during visual inspection. Insulin pump error 53 alarmed during testing. Pump error 4 alarm unknown. The following were noted during visual inspection: scratched case, cracked keypad overlay and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed multiple pump errors. Customer is able to successfully clear the alarms. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.